Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient experienced an "external csf (cerebrospinal fluid) leak". The patient underwent surgery; the catheter was explanted/replaced. The pump contained morphine sulfate 5 mg/ml at a dose of 4 mg/day. The patient recovered without sequelae.